Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was implanted, and upon the pre-discharge check, the lead exhibited increased pacing threshold measurements of 5v. Impedance measurements were 444 ohms, and the r wave measurement was 4 millivolts (mv). A surgical revision took place and the lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.